Manufacturer narrative:
Concomitant medical products: product ID: 1342t (competitor) lead, date of implant: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had sustained a fracture and was capped and replaced. It was further reported that more recently the lead was extracted and discarded. No patient complications have been reported as a result of this event.